Manufacturer narrative:
Investigation: reportedly, the patient has lupus. Per product insert, "lupus or antiphospholipid syndrome (aps) may falsely prolong the inr value. Testing with an aps-insensitive laboratory method is recommended for these patients." This can not be ruled out as possible cause of unexpected inr results. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.5, reference: 2.2, mean: 1.85, confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference value are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot 303229 on (B)(4) 2013 yielded the following results: donor: (B)(6), inratio: 2.0, 2.1, 2.0, reference: 1.97, bias threshold: 1.47 - 2.47, %cv: 2.84. Donor:(B)(6), inratio: 3.0, 3.2, 3.0, reference: 2.89, bias threshold: 1.89 - 3.89, %cv: 3.77. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, therefore, retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.5, laboratory inr: 2.2. The time between the testing was thirty minutes. Therapeutic range is 2.0-2.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.